Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(6) (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is assumed that the power supply and igniter unit failed due to aging, because the device in question has been in operation for more than 10 years. This will cause the main lamp to fail to light, and it is assumed that the spare lamp is lit. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the examination lamp did not turn on, and the emergency lamp turned on. There was no report of patient injury associated with the event.